Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Device manufacture date: monitor sn (B)(4): 04/20/2016. Electrode belt sn (B)(4): 05/20/2014.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of one shock. The patient was at home and began to not feel well, so she called for an ambulance. It was reported that when the ems arrived, the patient collapsed. The lifevest was removed and CPR was then executed. It was reported that the lifevest treated the patient prior to removal. The patient was transported to the hospital via ambulance and has received an ICD. The ECG recordings show the patient was in ventricular tachycardia at 200 bpm on (B)(6)2017. Gel was released and the patient was treated by the lifevest at 23:09:06 on (B)(6) 2017. The patient's rhythm at the time of the appropriate shock was ventricular tachycardia at 160 bpm. The patient's post-shock rhythm was asystole with low amplitude atrial activity and motion artifact. The lifevest electrode belt was disconnected at 23:11:30 on (B)(6) 2017. The patient was transported to the hospital, and later received an ICD. Asystole is considered a non-shockable rhythm. Post-shock asystole is a known potential outcome of defibrillation.